Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have sparks. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc, (isi ) followed-up with the initial reporter and obtained the following additional information : customer had observed arcing on the reported 8mm maryland bipolar forceps instrument. It was unknown from where the arcing had originated. The arc was grounding between the jaws. The surgeon was dissecting when the arcing event occurred. There was no patient injury. Patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was inspected prior to use with nothing out of ordinary to be observed. Customer was using the maryland bipolar forceps, cadiere forceps, fenestrated bipolar forceps and endoscope. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.